Manufacturer narrative:
Device identifier: (B)(4) product identifier: (B)(4). Additional information received on 05feb2020 stated that the first evd anti-reflux valve did not function and allowed for csf to return into the patients ventricles from the tubing, and pulled air into the tubing from the volutrol. The patient was not prepped for surgery. The device was connected to the patient with unknown patient injury. There was few a hours delay in surgery reported and patient required additional treatment. Product problem was discovered after procedure and drain was replaced by second dysfunctional device then a third device was functioned already. The device was not returned for evaluation. Therefore, failure analysis is not possible because the complaint unit has not been returned for evaluation. DHR was reviewed and no anomaly was observed that could have caused the reported condition. The complaint cannot be confirmed. The root cause for this complaint is undetermined. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg# 2648988-2019-00108.

Event description:
This is 2 of 2 reports. On (B)(6) 2019, an ins8400 accudrain without the anti-reflux valve was not functioning. Upon opening new external ventricular drain (evd) placed by the provider, air started flowing from accudrain towards the patient in the evd tubing. The nurse clamped the evd and assessed all connections. No leak or kink was appreciated. Additional information received on 02jan2020 stated that the first evd was also an integra accudrain with the same make, model and lot number. The patient was not prepped for surgery, and the device was in contact with patient. It was unknown if there was any patient injury caused by the device. There was a few hours delay in surgery due to the product problem. The patient required additional treatments. The product problem was noticed roughly 12 hours after placement of the first drain. It is unclear if the drain functioned appropriately for a period or if there was an error that was missed. The second drain that was placed, the problem was noticed immediately. Request for additional information has been requested.